Event description:
This report pertains to a spyscope ds ii and spyglass ds digital controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spyglass ds digital controller were used during a cholangioscopy procedure performed in the bile duct on (B)(6) 2022. During the procedure, the picture keeps shutting down. It was reported that sometimes it works and there were times the picture was lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.